Manufacturer narrative:
(B)(4). Batch # m55l9j. The analysis results found that the ccs29 device arrived with the handles open by the seam and the adjusting knob extended out of the handles. The breakaway washer was present and uncut and the device was fully loaded of staples. In addition, some internal components were received. No functional test was performed due to the condition of the device. The damaged noted on the handles may have been due to an excess force applied while trying to close or open the device. Please reference the instructions for use for additional information. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the adjusting knob fell off; did not fall into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.